Event description:
The customer reported the system is displaying a stator not on error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the thermal switch, temp sensor, and climax coupler. System operates as intended. (B)(4).